Manufacturer narrative:
Internal report reference number: (B)(4). After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. Adverse event report is being submitted due to symptoms related to diabetes - headache and sweating. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error code. At the time of the call, the customer was having symptoms of headache and sweating. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 246 mg/dl using meter. Customer was satisfied with the blood glucose test result obtained. Customer stated that she stores the test strips in her purse and that her purse is always stored properly. The test strip lot manufacturer¿s expiration date is 06/27/2021.

Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.